Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds due to a suspected micro dislodgment or a defective lead. This was not completely confirmed when x-rays and fluoroscopic evaluation were performed. The lead was intended to be repositioned but no acceptable measurements were obtained. Therefore, it was replaced with a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds due to a suspected micro dislodgment or a defective lead. This was not completely confirmed when x-rays and fluoroscopic evaluation were performed. The lead was intended to be repositioned but no acceptable measurements were obtained. Therefore, it was replaced with a new one. No additional adverse patient effects were reported.